Event description:
Cypher drug eluting stent placed. Plavix was a known bowel irritant. Pt refused to take medication resulting in a sub acute thrombosis in the stent totally blocking flow. Pt back to cath lab 3 days later as an emergent procedure to open the stent.